Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and sensitivity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Internal panels were tested with retained kits of the likely cause reagent lot and sensitivity testing met all specifications. Clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels (B)(4) and (B)(4). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 64064li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer observed a falsely (B)(6) hcv patient result generated using the architect anti-hcv reagents. The following data was provided (s/co). Result using lot 64064li00 initial 0.96 (B)(6), repeat 4.66, 4.56 (B)(6) result using lot 64414li00 initial 3.96 (B)(6), repeat 4.81, 5.10 (B)(6) hcv antigen was added to the sample and results were nonreactive for both lots, lot 64064li00 result was 0.90 (B)(6) and lot 64414li00 result was 0.96 (B)(6). Test was being completed as a part of a medical checkup. No impact to patient management was reported.